Event description:
Customer states he took 150 units insulin at 08:00 (type unk; customer does not know why he took so much, usual dose is 35-45 units). Between 14:00-15:00, customer had a blood glucose result of 300 mg/dl on the advantage system and was experiencing low blood symptoms. Customer called paramedics, and his blood glucose result on paramedic's meter was 20 mg/dl (timeframe between 300 mg/dl and 20 mg/dl not known). He was taken to the hospital and had a result of 20 mg/dl on hospital meter; customer was treated with orange juice and glucose at the hospital, and released 5 hours later. The customer did not provide the location where the discrepant result was obtained. No quality controls were used. Adverse event unrelated to the device. Requested return of suspect device and replacement was sent.